Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following device was also listed in this report: device : unknown-stryker femoral head; cat#: unknown; lot#: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to pain. A bipolar component and femoral head were revised to a biolox head and sleeve, and competitor acetabular components. Rep provided the revision usage sheets and confirmed that no further information will be released by the hospital or surgeon.